Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a pressure sore under the electrode of the lifevest equipment. There were no allegations of any bleeding, oozing or weeping wounds there was no alleged device malfunction contributing to the irritation. The patient's physician prescribed advantan 0,1% (1 mg methylprednisolon aceponat) creme for the skin irritation. Follow up indicated that the skin irritation improved.